Manufacturer narrative:
Continuation of concomitant products: 694765 lead, implanted: (B)(6) 2004. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a device pocket erosion. The device and leads were explanted and later replaced. No further patient complications have been reported as a result of this event.